Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 09 october 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total left knee arthroplasty due to osteoarthritis and varus deformity. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2017, the patient underwent a left knee revision due to loosening. The surgeon reported the patella was unstable and removed easily, and revised. He indicated the femoral component was moderately fixed, although loose laterally, and was revised. The surgeon noted the tibial component and poly had sunk into the tibia and were grossly unstable, and revised. The patient was implanted with depuy knee system and depuy cement x 3. There were no complications reported to the procedure. Doi: (B)(6) 2014 . Dor: (B)(6) 2017 (lt knee).